Event description:
It was reported that the patient had passed away. The cause of death and relation to vns were not stated. An online obituary was found that indicated the date of death was (B)(6) 2013. The servicing funeral home did not have record of the patient's vns system, so device return could not be completed. Attempts for additional pertinent information have been unsuccessful to date.